Manufacturer narrative:
Correction: upon reviewing the complaint folder, it has been determined the capsular tear was not caused by the catalys laser system and the event occurred during the phaco portion when using a competitor¿s phacoemulsification equipment. Based on our reportable criteria, this report is no longer a reportable event. Therefore, an emdr is required to state that no further follow ups will be sent out under medwatch 3006695864-2021-07474. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a patient had a abnormally small pupil, thus not allowing the laser capsulotomy to be the optimal 4.8mm or greater size. Instead, the maximum size the laser would allow, with 0.5mm safety margin (surgeon believes), was 3.6mm. Surgeon made the decision to proceed with the laser treatment (capsulotomy, fragmentation and corneal incisions). During the phaco portion of the case, surgeon did break the capsular bag and experienced a dropped nucleus (greater than 3/4 of the nucleus dropped, per the surgeon). While the laser did perform as expected, given the patient¿s small pupil and under these circumstances, patient required 1 to 2 sutures to close the incision. No vitrectomy was required. Patient was sent home aphakic and referred to a retina specialist. Patient outcome is good.